Event description:
Complainant alleged that while attempting to cariovert a pt (age & gender unk) the device inappropriately shut down. The medic then turned the device back on and the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to convert the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.